Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staple line was incomplete. The missing staples were stuck in the cartridge and the tissue was stuck to the device. As the surgeon attempted to remove the device, it was tearing the tissue. The surgeon irrigated the tissue and gently pulled the tissue off the device upon removal. The same device with another reload was used to complete the procedure. There was no pt consequence.